Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a failed circuit component resulting in multiple pump alarms. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history showed multiple call service cs087 alarms had occurred. The pump was powered on and emitted a cs087 alarm. The pump was opened and a printed circuit board component was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.